Manufacturer narrative:
The suspect device has been received, but an evaluation has not been performed. Therefore, a failure analysis is not available, and it is not possible to determine this relationship between this device and the cause of this event. An evaluation of the returned device is in progress; results will be provided in a follow-up medwatch report.

Event description:
In 2007, it was reported to boston scientific corporation that an esophageal dilatation using a cre balloon dilatation catheter was performed. According to the complainant, when the physician attempted to deflate the balloon after a dilatation was performed, the balloon would only partially deflate and could not be brought "back thru the scope". Therefore, the physician removed the device and the scope from the pt as one unit and the device was removed from the scope. "The scope was then reinserted and the procedure was completed without issue." At the conclusion of the procedure, the pt's condition was reported as "ok".